Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, oversensing and decreased sensing was observed on the right ventricular (rv) lead resulting in a loss of capture. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.